Manufacturer narrative:
The technician found the CPR dampener was not functioning. He replaced the CPR dampener to repair the bed.

Event description:
The accounts maintenance alleged the head section runs up and then falls down. He has not seen the bed do this but a nurse said it did. He said the bed is out of service and there was no injury.